Event description:
The customer alleged they received questionable estradiol (e2) results on their elecsys 2010 rack analyzer, serial number (B)(4). The customer stated they were having erratic quality control recovery as well as issues with patient results. The customer provided data for five patients, of which there were three with discrepant results reported outside the laboratory. A doctor called questioning one of the patient results and asked for a repeat test. When the customer performed the repeat test, they found the quality controls were out of range. The customer then decided to repeat all the e2 samples from (B)(6) 2012. They initially repeated the testing using a backup 2010 analyzer. The serial number not provided. After calibration and quality control, the samples were also repeated on the original 2010 analyzer. The repeat testing was performed on (B)(6) 2012. It was unknown if the samples were serum or plasma. The first patient's initial e2 result was 544 pg/ml. The first repeat result was 709.8 pg/ml. The second repeat result was 703.5 pg/ml. The second patient's initial e2 result was 237.5 pg/ml. The first repeat result was 24.4 pg/ml. The second repeat result was 24.6 pg/ml. The third patient's initial e2 result was 294.5 pg/ml. The first repeat result was 49.5 pg/ml. The second repeat result was 45.2 pg/ml. The second repeat results were considered correct and they were issued as corrected reports. There were no adverse effects to any patients involved in this event. The field service representative could not determine the cause of the event, but thought it might be reagent related. Performance testing was done with results within specification. The customer performed quality control with all results meeting specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A root cause could not be determined. (B)(4).